Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the subject device has not been returned to olympus, the root cause can not be determined. Based on the investigation results and trend analysis, a temporary contact failure may have occurred due to the user connecting to the video connector receiver without fully drying the video connector. If there is a contact failure on the electrical contact point of the connector, the communication of the scope and the video processor cannot be done correctly, and there is a possibility that a b30 error (scope communication error) occurs. The following description is given in the instruction manual regarding the drying of electric contacts which could have prevented the event: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus was informed of a report of b30 scope communication errors with multiple scopes. There was no patient injury or harm, associated with the problem, reported to olympus.